Manufacturer narrative:
The cause of the fiber break is not able to be determined. Fiber breaks of this nature are often related to user handling, but cannot be confirmed in this case. Fiber was tested mechanically and passed mechanical testing. There does not appear to be any material defects related to this fiber. No further action is necessary at this time.

Event description:
Fiber did not work at all when hooked up - laser was checked with another fiber and the other fiber worked fine.